Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a transmitter not found message continuously occurred. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of a transmitter not found message occurred during a sensor session was not confirmed via data. A root cause could not be determined.